Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor to the ilet while the sensor was concurrently connected and providing readings in the dexcom app; after guidance to toggle the cgm connection and start the sensor again, the ilet successfully paired after approximately ten minutes. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included resolution of the pairing issue without alerts, alarms, or need for medical care. Investigation included user-guided troubleshooting and education focused on cgm pairing workflow. Investigation of this case revealed a temporary communication or connection issue between the ilet and the g7 sensor that resolved with standard pairing steps, with the sensor and pump hardware otherwise functioning. It was concluded, based on previously established findings for similar reports, that the cause was use-related or environmental interference affecting bluetooth pairing, resolved through standard troubleshooting.